Event description:
Customer reported issues were with sensor glucose versus blood glucose differences. Sensor alerted customer of a low blood glucose of 25 mg/dl. Customer's current blood glucose reading was 187 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.